Event description:
It was reported that over the past two months the pt reported perceiving noise, regardless of the use of the audio processor, and sporadic dizziness. Electrode channels 10, 11 and 12 were deactivated since first fitting as they were extra-cochlear. Electrode channels 8 and 9 had been deactivated as they provided no hearing sensation and in situ testing showed them with status hi. Pt's hearing performance has not improved since first fitting. A CT was to be performed upon which revision surgery may be decided.

Manufacturer narrative:
Not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.